Event description:
The hcp reported that the pt had beens scheduled for an elective replacement of her baclofen pump. It was determined that she had experienced impaired delivery of drug and was in baclofen withdrawal despite "very high dose". The hcp had noted it was "gradually more difficult to control spasticity". The side port was aspirated, dye study was performed and extra boluses given-all with "normal response". "It was obvious in surgery that she had some impaired delivery of her previous baclofen pump and was on a very high dose." "During surgery, connector felt to be slightly kinked. Flow poor via connector. Presumed partial delivery." She was admitted to telemetry for monitoring and the dose was restarted at 400 mcg/day, down from her previous dose of 1679 mcg/day. She was noted to be in sinus tachycardia. Her dosage was increased multiple times over several days. She was found to have "much better spasticity control" at 1200 mcg/day than on her previous dose. The delivery mode has been changed from periodic bolus mode to simple continuous. She required respiratory care as she has significant difficulty managing her secretions due to oral pharyngeal dysfuction. She was found to have methicillin resistant staphlococcus aureus out of her nares. She was treated with bactroban for this. She developed hematuria due to a urinary tract infection and was prescribed levoquin. The pt was discharged to a residence care facility.

Event description:
Hcp reported that during surgery noted "flow poor via connector. Flow great after connector cut off."